Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) suddenly had the display black out and alarmed. The unit was exchanged to continue therapy, and there was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed error logs 111, 112, 118 were displayed. Fse advised that the video generator board and executive processor board will be replaced. Awaiting on parts for repair to be completed. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country, event site postal code - 986-0861), e2, e3, g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes and investigation conclusion), h10. A getinge field service engineer evaluated the unit and checked the operation internally , but it did not reproduce. When fse checked the log, error codes #111,#112,#118 were displayed at the relevant time. Due to the above, fse performed preventive replacement of two boards, the display board inside the main unit , and the communication between executive board . After that, fse performed continuous operation for a long period of time and confirmed no error codes. Conducted an inspection according to the inspection record sheet and confirmed that it was working properly.the defective components were received for further investigation. The national repair center installed the kit of video generator board among with upper display monitor board and pcba, exec processor board into the cardiosave test fixture and tested the boards to the factory specifications per and the cardiosave service manual . The nrc could not verify the failure of blacked out touch screen and alarm. The boards passed testing. Sending the boards to the suppliers as per procedure number 0002-07-d008 rev aj. Fat received back from the supplier. Analysis from the supplier indicates that all tests passed successfully and the board is functional.please see attachment.retaining the board in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. Fat received back from the supplier. The supplier states that they replaced components u41 and cr150. They did not state what the root cause of the issue was. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq fat received part back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.